Manufacturer narrative:
Evaluation: an internal clinical review of the complaint was performed. At this time, based upon the information provided, we are unsure as to why the pt experienced a fever. It should be noted that this event has occurred five times at the same facility. And no others. We will continue to monitor for future cases.

Event description:
The patient underwent an aaa repair with an endovascular stent graft in 2007. Cleocin was given pre-op. Later that evening, the pt had fever, chills. Patient was placed on vancomycin, cipro, and cefepime, cefazolin. Blood and urine cultures negative. Patient was transfused for anemia. The fevers resolved and patient was discharged two days later.